Manufacturer narrative:
This report is submitted on december 09, 2016.

Event description:
Per the clinic, the patient experienced swelling and infection at implant site, clinical management has resolved the issue.